Event description:
Boston scientific received information that after four maximum capacitor reformations, this device declared elective replacement indicator (eri) with an extended charge time measurement of greater than 18.9 seconds. The patient was presented for a revision procedure, however, the current charge time measurement was not indicative of eri. The patient was then sent home. It was later confirmed that eri had been declared. A revision procedure was scheduled. To date, no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.